Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic, non-dependent patient presented to the clinic for a routine follow-up, non-sustained right ventricular oversensing episodes were observed due to both far-field p-wave oversensing and myopotential inhibition. The low frequency attenuation filter was turned off. There have not been any more alerts of oversensing. The patient condition is fine.